Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD implanted: (B)(6) 2009. A 6935-65 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that low impedance was observed, and a lead fracture suspected on the right atrial (ra) lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.